Event description:
The customer reported that the 9900 sys displayed an overload fault error message. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the high voltage supply, and performed filament calibration. The sys was tested and is operating as intended.